Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 10/27/2016 that an issue occurred with lite gloves. The customer reports lite gloves that tear at set up, no patient involved.